Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was undergoing a size change procedure due to her dissatisfaction of the outcome of her augmentation and a ruptured right breast implant was discovered. As a result, the patient underwent bilateral removal and replacement with undisclosed mentor gel implants on (B)(6) 2022. There were no reported patient consequences or procedural delays due to the rupture. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15471 for the contralateral event.